Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient complained of feeling swelling on and off in the pocket site. Device interrogation revealed non-capture on the rv and lv leads. Lead dislodgement was observed as a result of twiddler syndrome. Rv lead was capped.